Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. During troubleshooting customer ¿s father states that they have called previously and the issue was resolved . Customer also states that pump was a replacement pump from previous troubleshooting. Customer states that pump stopped working and it shows critical pump error. Explained the pump performs safety checks and an error was found. Advised customer that pump needs to be replaced and discontinue the use of pump and refer to back up plan. Customer advised to place pump in storage mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.